Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014 xience xpedition 2.75x15 stent was implanted in the proximal left anterior descending coronary artery. The patient had chest pain and restenosis in the target lesion on (B)(6) 2016. The patient was hospitalized and heart catheterization was performed. The patient had coronary artery bypass graft surgery on (B)(6) 2016. The patient was discharged from the hospital on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed report, additional information was received that the event, classified as unstable angina, occurred on(B)(6) 2016. Coronary artery bypass graft surgery was performed in the proximal left anterior descending coronary artery. The condition resolved on (B)(6) 2016. The restenosis was distal to the study lesion, but within 5 mm. No additional information was provided.